Event description:
It was reported that a patient passed away at the hospital coincident with peritoneal dialysis (pd) therapy. The cause of the patient¿s death was unknown. It was not reported if pd therapy was ongoing at the time of death or if the patient was connected to therapy when they passed away. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.